Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap chole - "doctor #1 inserted first two trocars, and doctor #2 assisted to put in lateral trocar. When going in with the lateral trocar, the tip penetrated the abdominal wall, and then doctor #2 was pushing and twisting, and then backed off to nick the incision. At this time, the trocar bent, and then the obturator completely broke in two pieces. The cannula was slit, 50% intact and 50% broken. It was noted the doctor was doing more pushing than twisting, but this was after he had went pass the abdominal layers. No pieces fell into the patient." Type of intervention - finished procedure with another trocar. Patient status - no patient injury.

Manufacturer narrative:
The event product was returned for evaluation. Engineering was able to confirm the customer's experience of the broken obturator and partially intact cannula. The break on the obturator shaft was clean with no jagged edges. The cannula was fractured in the same location as the obturator, approximately halfway down the length. The wall thickness of the cannula and obturator were measured, and both met specifications. The root cause of the event is likely a combination of the injection molding process of the obturator and excessive force applied upon insertion. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.